Event description:
The pt was injected in the nasolabial folds, marionette lines, bilateral malar area, and lips. The pt allegedly developed swelling, tenderness, firmness, and a granuloma over a month later. The pt was treated with prednisone, antibiotics, and benadryl. The pt went to the ER and was treated with clindamycin (300 mg po qid). Additionally, the pt was treated with hyaluronidase.

Manufacturer narrative:
Per product labeling, the product is indicated for use in the mid to deep dermis for the correction of moderate to severe facial wrinkles and folds (such as nasolabial folds). The batch record, including sterility testing records, was reviewed and met specs, and did not reveal any issues with the alleged product lot.